Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the petrous segment of the internal carotid artery (ica) using a penumbra system jet7 reperfusion catheter (jet7), non-penumbra sheath, and a guidewire. During the procedure, the physician advanced the jet7 through the sheath. Subsequently, the jet7 would not advance to the petrous segment of the ica and the physician could not advance the guidewire through the jet7. The physician then noticed that the jet7 had unraveled at the distal end. Therefore, the physician removed jet7 through the sheath without the distal segment of the jet7 breaking off. No additional information regarding the completion of the procedure was provided. There was no report of an adverse affect to the patient.